Event description:
Medtronic received a report that the axium coil could not push out of the echelon catheter. The axium coil and any accessories were prepared as indicated in the instructions for use (IFU). The echelon was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic artery segment aneurysm with a max diameter of 2mm and a 2mm neck diameter. The access vessel was the femoral artery with a diameter of 8mm. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Additional information was received that catheter resistance occurred in the distal section. The coil came out of the introducer sheath smoothly. There was no kink/damage observed to the coil after removal.

Manufacturer narrative:
H3: an axium prime coil and an echelon-10 micro catheter were returned for analysis. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017" with two separate marker bands. Per axium prime coil instructions for use (IFU): ¿axium prime coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.0170¿. Therefore, the echelon-10 micro catheter was found to be compatible for use with the axium prime coil. The axium prime coil pushwire was found to be kinked at ~0.6cm from proximal end. The axium implant coil appeared to be damaged. The implant coil was pushed out from introducer sheath for further analysis. The implant coil was found to be stretched and damaged. No other anomalies were observed. The echelon-10 total length was measured to be ~155.5cm. The echelon-10 useable length was measured to be ~147.8cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or body. The distal tip was found to be partially separated at proximal end of distal marker band. The distal tip appears to have been shaped. No other anomalies were observed. The axium prime coil could not be used for resistance testing with the returned micro catheter due to their damaged condition. The echelon-10 micro catheter was flushed, water exited from the separation at distal tip and distal tip. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium prime coil could not be used for resistance testing with returned micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ could not be confirmed, and the root cause could not be determined. It is possible the damages found with the returned echelon-10 micro catheter distal tip contributed to the reported resistance. Other possible contributing factors to ¿catheter resistance¿ include the failure to prepare the ancillary devices prior to use, and insufficient catheter flush. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.